Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had severe bradycardia which led to asystole and no response to therapy. A heartmate 3 right ventricular assist (vad) was implanted. The patient was transferred to the intensive care unit. Inotropes were initiated. The right heart failure and arrhythmia were not pre-existing and there were no device issues that contributed. The patient was in good condition and under standard care of hospital protocol. The patient died due to multiorgan failure two weeks after right ventricular assist device (rvad) implant. The death was not device related and the device operated as expected.

Manufacturer narrative:
Section b2: correction. Section d4 (catalog number): correction. Section h6 (health effect - impact code): correction. Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) and death as potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.